Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.

Event description:
Voluntary medwatch received stated that the right atrial (ra) lead showed an isoelectric line during a non-sustained ventricular tachycardia (nsvt) episode, with a return of intrinsic atrial sensing. It was noted that the ra lead exhibited fluctuating low pacing impedance and oversensing noise, resulting in inappropriate atrial tachy response (atr) episodes. Programming changes and lead evaluation were suggested; however, no changes or interventions were performed. There were no patient consequences.